Manufacturer narrative:
(B)(4). Method: device not returned. The explanted device was not returned to edwards for analysis as it remains implanted in the patient. Although there have been attempts to receive further information regarding the event, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. At this time, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted. No further actions are possible with the available information.

Event description:
Edwards received information that this patient had an echo performed by a cardiologist due to a "possible frozen leaflet." No additional information has been received indicating an intervention is currently taking place.